Event description:
It was reported that this device was explanted one year post implant for unknown reasons. The reason for explant at this time is unknown despite several attempts for additional information. No adverse patient effects were reported.